Event description:
Additional information was received on 27jan2021. There was spasm noted during removal of the sheath. The dilator was mated to the sheath prior to removal. There was resistance noted during withdrawal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and dilator were received for product evaluation. The device was returned with the dilator partially mated to the sheath. The sheath was returned in four separate pieces. Visual inspection of each segment revealed: the first segment of the sheath shaft starts unraveling at 40 cm from the sheath hub and 21 cm of the dilator was sticking out the sheath hub; the second segment was found to be 19 cm in length, there were also kinks noted at 1.7 cm and 7.8 cm from the proximal end of the segment. Flattening was also noted at 12.5 and 14.7 cm from the proximal end of the segment; the third segment was 15 cm long and the d-wire was unraveled at both ends of the segment; the fourth segment was measured to be 12 cm from the hub and a major kink was found at 3.2 cm from the tip, the segment was found to be completely flattened at 1 cm from the distal tip of the segment, the flattened portion is 1 cm in length, the tip of the sheath was deformed and found to be partially collapsed. The complaint can be confirmed for sheath mechanical separation. The customer confirmed that there was spasming noted during withdrawal. Because of this, it is likely pulling forces in the presence of resistance likely caused the breakage. Per the product IFU: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: occupation - md. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p destination was used during the procedure. After about half of the sheath was removed the sheath separated at the proximal section leaving the remaining portion of the sheath inside the body. The sheath separated distally too, so there were two segments of sheath remaining. A cut-down was performed to remove the first segment(s) and the distal segment was removed via snare through the femoral artery. The patient's condition was stable. The procedure outcome was successful. The estimated blood was greater than 250cc. Additional information was received on 30dec2020. The procedure being performed was a lower leg intervention. All broken sheath pieces were confirmed to be successfully removed from the patient.